Manufacturer narrative:
It was reported that a bilateral revision surgery will be performed due to excruciating pain. As of today, the implanted devices, all of which were used in treatment, remain implanted. Additional information has been requested for this complaint but has not become available. Without definitive lot numbers a complete complaint history, manufacturing record, specific product labelling and ifus review cannot be performed for the devices involved. Without the details of the devices & medical details of the reported issue, a specific risk management review for the devices cannot be performed. If this information becomes available at a later time, the tasks will be reopened and completed. No medical documents were received. The reported event cannot be assessed and a thorough medical assessment cannot be performed. If notification is received that additional medical documentation has been provided, this complaint will be re-evaluated and a thorough medical assessment rendered. Without further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a bilateral revision surgery will be performed due to excruciating pain, high test levels result and implants have deteriorated and she might new a wheel chair.